Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the product. The suture and both anchors were returned. The suture was approximately 13 inches long measured from the proximal end of the suture to the end of t2. Both anchors were attached to the suture. The suture was not frayed. The depth indicator button was not in the default position. The actuator tip was in the t2 position. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation of the returned device finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found a material certification of analysis is required with each lot. A review of the customer provided image reveals two fast fix devices both of which have the anchors detached from the needle. No physical damage visible in the image. A clinical review states that according to the report, it is unknown if the broken sutures were retained inside of the patient. The possible retained sutures are implantable, however, we cannot rule out the possible of micro-motion or migration of the retained sutures. Based on the information provided, this procedure was completed without significant delay using a competitor device. Since there was no patient injury or other complications reported, no further clinical/medical assessment is warranted at this time. The root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. H11: h2: corrected data on: h6 (health effect - impact code).

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A review of the customer provided image reveals two fast fix devices both of which have the anchors detached from the needle. No physical damage visible in the image. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an unspecified procedure, the fast-fix 360 curved needle had the suture broken. The procedure was completed without significant delay using a competitor device. No other complications were reported.